Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the rx vision stent delivery system (sds) during removal of the protective sheath prior to patient involvement. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
H6: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned without blood or contrast visible. The stent had dislodged from the balloon and was returned taped to the compliance chart. There was blood visible on the stent. There were three struts in the second and third row of proximal struts that were slightly flattened. The first row of distal struts was slightly flattened. There was no other damage noted to the stent. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were three bends in the hypotube 15 cm, 30 cm and 42 cm distal to the distal end of the strain relief tubing. There was no other damage noted to the catheter. The protective sheath was not returned. A laser micrometer was used to measure the stent outer diameters and they were all oversized. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged during removal of the protective sheath. Quality assurance analysis confirmed that the stent had dislodged, as it was returned off of the balloon and taped to the control chart. The proximal and distal ends of the stent were slightly flattened, and may have been the result of being handled and taped to the control chart for return shipment. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, the oversizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The protective sheath was not returned for analysis. All the gathered data suggests the stent was adequately crimped on the balloon; therefore, in this case, a conclusive root cause for the stent dislodgement cannot be determined. The only additional damage to the returned device was three bends in the hypotube. There was no mention of this damage in the incident and likely resulted from handling of the device during packing for shipment back to abbott for evaluation. It does not appear that the hypotube damage is related to the reported stent dislodgement. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.